Manufacturer narrative:
(B)(4). Was acquired by stryker on (B)(4) 2015.  This medwatch is being submitted late because it was identified during the  integration and remediation activities initiated by stryker medical in conjunction with this acquisition. It is unknown of the unit was evaluated. Serial number of the unit was not provided.

Event description:
It was reported that there was a patient fall. It is not known if any injury or malfunction was alleged.